Manufacturer narrative:
As reported by our affiliate, during an aneurysm coiling procedure, the coils jammed in the microcatheter. Both got 3/4 of the way down, jammed and had to be removed entirely. The second coil also unraveled. There was no adverse effect to the pt. Clinical impression: there is not enough info to identify clinical factors which may have contributed to this event. Visual analysis: the unit was returned intact. No damage was present. The hub and tip lumens appeared open with no damage present. Dimensional analysis: the hub ID was measured and found to be in specification. Functional analysis: the unit was hydrated with water. A .014" guidewire was loaded into the distal tip of the catheter. Restriction of movement was encountered approx 30 cm from the distal tip. The guidewire was then retracted and loaded into hub end of the catheter. Again, resistance was encountered at the same point as the previous test. This process was repeated until the blockage material in the unit had moved to the hub orifice. The unit was then cut open at the hub and the blockage material was exposed. The blockage material was then reviewed microscopically and subsequently sent to the materials lab for analysis. The blockage was found to be ptfe (teflon). Microscopic analysis: the unit was analyzed at 30x magnification. Add'l info: lot history review: this is the first complaint for resistance rec'd for this sterile lot number to date. A review of route sheets was performed for this product revealing no anomalies related to the complaint. Evaluation conclusion: the preceding material analysis determined the blockage material found in the prowler select catheter to be ptfe (teflon). The blockage structurally resembled "a balled up strand of teflon material." The inner lumen of the subject catheter is teflon. A possible explanation for presence of the teflon blockage material in the catheter is as follows. This type of inner lumen damage can be incurred if the end of the guide wire utilized in the procedure had a kink, bend, burr, sharp edge, or other deformation at the extreme proximal end of the guidewire (or if a small piece of foreign material became entrained between the guidewire and the infusion catheter ID). Either situation could create an impingement point between the guidewire and the teflon inner layer that could dig slightly into the catheter ptfe layer and peel away a thin strand of material as seen in this complaint. This blockage then would inhibit the advancement of detachable coil systems also as seen in this complaint. These two possible sceneries are speculative since the exact conditions in the cath lab are not known and the guidewire(s) utilized in the procedure was not returned with the complaint units. A damaged guidewire as described above is suspected to have caused the damage to the infusion catheter. It is unknown how the guidewire utilized in the procedure may have became damaged. The difficulty encountered by the customer in this case does not appear related to the manufacturing process of the prowler select catheter. Action taken: no corrective action will be taken as the exact cause for the reported complaint of resistance could not be determined. Complaints of this type will continue to be monitored for trending purposes to determine if action is necessary.

Event description:
Blockage in catheter.